Event description:
Complainant alleged that during biomed testing, the device's display was distorted and clinical info could not be seen. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed the device was put through extensive testing without duplicating the malfunction. The device's lcd color display cable was replaced as a precaution. The device was recertified and returned to the customer, no trend is associated with reports of this type.